Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the card cage at the hematocrit saturation slot was broken. Since the event occurred during routine testing, there was no pt involvement during this case.

Manufacturer narrative:
Eval in progress, but not yet concluded.